Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 mm x 15.00 mm was selected for treatment of the target lesion, which was 90% stenosed, moderately tortuous, and mildly calcified. Prior to any inflations being attempted, the physician noted that the balloon material was ruptured. The balloon was removed from the patient, and the procedure was completed using another of the same device. There were no patient complications.